Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium and chloride results generated on the unicel dxc 600i synchron access clinical system were not matching their other dxc. Customer reported that no erroneous results have been reported outside the laboratory. Customer report that patient treatment was not affected. Bec field service engineer (fse) cleaned the flowcell and chloride electrode port. The fse found that the carbon dioxide (co2) electrode had double quad rings. The fse removed the extra quad ring and replaced the co2 membrane. The fse replaced the ion selective electrode tubing, both sodium electrodes, the modular chemistries sample probe, the ratio pump and the calcium electrode tip.